Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use, a bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was found with volumetric inaccuracy as ¿the syringes were found with a misprint.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
93 sealed 3ml packaged syringes and one loose 3ml assembled syringe were received by bd canaan and confirmed to be from batch #7257924 (p/n 309657). The samples were visually evaluated. The syringes were found to have smeared/illegible print. All samples received had smeared/illegible print around 2ml marking, bd logo and some samples around the grad lines. All samples were rated red for print rating, which is a rejectable condition. DHR review for batch 7267924 (p/n 309657): manufacturing dates: 10/10/2017 to 10/11/2017. Batch quantity was 772,000. Printing records were reviewed as part of this DHR review. Machine logs indicate printer issues occurred. Quality notification for missing print was recorded during the manufacture of this batch. Product was requalified per applicable aql and manifold system cleaning was performed to address the issues before production resumed. All visual inspections were performed as per requirement. Batch 7267924 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Printer issues were recorded during production with a related quality notification. The smeared/illegible print observed is likely a result of ink flow problems due to an ink manifold issue. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. CAPA not required based on severity and occurrence level defined for this complaint.